Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the implantable pulse generator (ipg) system, right ventricular (rv) his bundle lead would not unscrew out of the his bundle. The rv his lead was capped and replaced with a new rv lead. No patient complications have been reported as a result of this event.